Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right robotic assisted incisional hernia repair and extensive lysis of adhesions. He had revision surgery it is not clear of the time of post-surgery. The patient experienced surgical revision, recurrence, lysis of adhesions, pain.

Manufacturer narrative:
Additional information: a4, b5, b7, d8, e1 (initial reporter: facility name, street 1, city, region, postal code), h6 (added patient and imf codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced pain, recurrence, adhesions. Post-operative patient treatment included revision surgery, medication, lysis of adhesions.